Event description:
User called into emergency support program(esp) line to request support with an augmentation below set limit alarm on cardiosave intra aortic balloon pump during use. The esp personel reviewed the augmentation alarm limit should be set to 8-10 mmhg. User then aspirated inner lumen and flushed without issue. No patent harm was reported.

Manufacturer narrative:
Due to character limit in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.